Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The device met product specifications related to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The log showed a high drain volume of 3739ml during cycle four along with a high drain 104 alarm (night drain four). Upon conclusion of the investigation, the cause of the issue was one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during cycle four of peritoneal dialysis therapy. It was determined that the patient¿s ultra-filtration volume was 1939ml and their fill volume was 1800ml. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) . The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.